Event description:
During preventative maintenance of the device, the user reported the level sensor coupling surface was deteriorated. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt during this event.